Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurements, noisy signals, and intermittent loss of capture (loc) at high capture thresholds. Subsequently, this ra lead was explanted. A new device was implanted. No additional adverse patient effects were reported. This device has been returned and analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 184 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high out of range impedance measurements, noisy signals, and intermittent loss of capture (loc) at high capture thresholds were likely caused by the confirmed fracture. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurements, noisy signals, and intermittent loss of capture (loc) at high capture thresholds. Subsequently, this ra lead was explanted. A new device was implanted. No additional adverse patient effects were reported.